Event description:
A (B)(6) year old male presented to emergency care center on (B)(6) 2014 with c/o of mid abd pain for 3 hrs with bloating. He reported self induced vomiting x 2, no diarrhea and bulge in mid-upper abd for yrs but now larger. Pt had complex multiple ventral incision a hernias of upper abd with at least 3 components, all components reduced with gentle manipulation. A subsequent abd/pelvic CT showed am bowel obstruction, with air and fluid filled are of peritoneal cavity consistent with a gangrenous am bowel segment with ischemia. Pt received pre-op antibiotics. He underwent an exploratory laparotomy, extensive lyais of adhesions, am bowel resection and repair of complex ventral incisional hernia with bilateral component separation myocutaneous flap release and biologic mesh repair under general anesthesia (asa 2 e) on (B)(6) 2014. Post surgery, pt was extubated and brought to pacu and then to ICU. He received broad spectrum antibiotics post op. Pt developed hypotension, oliguria despite increased fluids, tachycardia, acute respiratory distress (placed on 100% non-rebreather) and acute renal failure all thought to be a result of non-oliguric sepsis. Day 1 post op ((B)(6) 2014), in the evening, pt arrested. A code 99 was called. Pt was intubated and resuscitated for 22 minutes unsuccessfully. He was pronounced at 10 pm. Cause of death: cardiopulmonary arrest due to sepsis due to renal failure due to bowel perforation.